Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was confirmed to be clogging the biopsy/instrument channel. In addition, service found the nozzle was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during a diagnostic procedure ("place the bracket"), foreign material was observed in the biopsy/instrument channel. The device was reportedly inspected before the procedure and no malfunction or deformity was observed. Another similar device was used to complete the intended procedure. There was no delay in the procedure. There was no patient/user harm or injury reported due to the event.

Event description:
Additional information was received from the user facility regarding the reported event (foreign material observed in the biopsy/instrument channel): the intended procedure was an endoscopic retrograde cholangiopancreatography (ercp) procedure. While a non-olympus drainage stent was being placed, the drainage stent fell off of the forceps channel (also referred to as the biopsy/instrument channel), and the procedure was terminated without causing any injury to the patient. The drainage stent was the foreign material that was reported to be in the biopsy/instrument channel. The device was not used on any other patients after the drainage stent fell into the channel. The drainage stent did not fall into the patient's body.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility, and to correct and update information provided in the initial report.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.